Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed in the form of the dc jack connector completely broken off from the pvc overmold. The power cord returned was observed to not be the correct ac power cord with ferrite ¿ us/canada (600021007) listed in the finished good record but instead was determined to be an 8 ft min us class ii power cord (cc-002367). The connection between iec 60320 c7 connector of power cord (cc-002367) and receptacle of power supply (cc-002403) was found to be noticeably loose. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.